Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure a farawave 2.0 ablation catheter was selected for use, it was noted that there was white powder on the handle of the catheter since package opening. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned.